Manufacturer narrative:
No subsequent changes were made, and the device and lead remain in service. The lv lead continues to exhibit occasional high out-of-range pace impedance measurements. This investigation will be updated if additional information is provided.

Event description:
Boston scientific received information that this device was associated with a high out-of-range pace impedance measurement for another manufacturer's left ventricular lead. A boston scientific technical services consultant (ts) discussed investigating to see if another pacing vector configuration produced normal measurements. The calling health care provider (hcp) indicated the patient would be evaluated during their next clinical visit. No adverse patient effects were reported.